Event description:
During a lap anterior resection procedure, the staples were pushed out without forming a "b". The procedure had to be converted to open to remove unformed staples. Another gun was opened and the operation completed successfully with no adverse affect to the pt.